Event description:
Ous MDR - it was reported that this lead dislodged 3 weeks after the implantation. It was seen via home monitoring and the assumption was confirmed by a x-ray. During a reposition procedure the helix was unable to retract. It was noted that tissue stuck in the helix. This lead was replaced and this one was returned.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.